Event description:
It was reported that the console displayed a fiber port overheated error message when the fiber reached around 10,000 joules. In addition, it was noted that there were no physical damages observed on the console, however it was not working as it should. There were no patient complications, however the patient was under anesthesia when the console error message was displayed. There was no patient and procedure outcome reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.